Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered there was no draw with a bd vacutainer® lh 68 i.u. Plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: during use, the customer found 1ea tube has no draw issue.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use it was discovered there was no draw with a bd vacutainer® lh 68 i.u. Plus blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: during use, the customer found 1ea tube has no draw issue.